Event description:
Procedure: lobectomy. According to the reporter: the surgery was an open procedure. The stapler was placed on the pulmonary artery, was fired and everything looked good. When the stapler was removed, it was noticed that staples were placed on the specimen side, but no staples were placed on the pt side. There was excessive bleeding. The pt expired on the operating table, due to blood loss.

Manufacturer narrative:
Initial report sent to FDA on 09/15/2009.